Manufacturer narrative:
During investigation testing, the customer-reported issue of the display a not working properly was confirmed as only a partial screen was displayed. The root cause was determined to be a malfunction of the lcd display module. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia certified hospital, reported that the display on the companion hospital cart had white and colored vertical lines and intermittent horizontal lines.